Event description:
Pt was included in bonecutter timing study and rec'd treatment for subacromial decompression and arthroscopy on (B) (6) 2008. Pt presented back to clinic with post-operative frozen shoulder on (B) (6) 2008. Arthroscopic capsular release was preformed on (B) (6) 2008 and the pt's symptoms improved. Doctor believes the adverse event was related to the procedure, but not related to the device.

Manufacturer narrative:
Device is not being returned for eval. (B) (4).